Event description:
(B)(6). According to the information received, an end user reported a catheter with blocked eyelets. The customer reported the speedicath coating is congealing and blocking the eye of catheter, so the bladder will not drain.

Manufacturer narrative:
Seven (7) samples were received for examination. Visual inspection and analysis of the coating and eyelets concluded that the product conformed to specifications. There were no blocked eyelets. Therefore, coloplast cannot confirm the reported complaint. A review of the lot history records did not reveal any nonconformances or deviations related to this complaint. To date, there have been no additional complaints for this lot number.